Event description:
Spontaneous call received. Pt calling to advise she started feeling short of breath last night just sitting on the couch. She looked at her pump and realized it had stopped working but never alerted her. She is not sure how long it was not working. She switched to her other pump right away. She has been experiencing diarrhea and vomiting (but she states she has diarrhea every day) and her vomiting has been getting better. Sn for the pump is (B)(4). The reported product fault occurred while in use with a pt. Pt started feeling short of breath when her pump wasn't working and is having diarrhea and nausea/vomiting since restarting. Pt is taking anti-diarrheal medicine and zofran, she will f/u with pharmacy/md if side effects do not improve.